Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the mesh was implanted. It was reported that during surgery, the mesh was difficult to put in patient and then tore. It was also reported that the mesh tales tore prior to suturing them in place, so it had nothing to do with the adhesive. There were no patient consequences reported. No device will be returned.